Event description:
It was reported an lcs15 was used during an unknown procedure. It was reported by the affiliate the blade would not close properly. A new blade was used to finish the case. There was no consequence to the pt.